Manufacturer narrative:
H.6. Investigation: two (2) samples along with a top web from a blister pack were received from the customer for investigation. The top web provided the batch information as well as the product name and information. One (1) of the returned samples is the needle hub involved with the complaint as it has a needle which has broken off. The other sample is a shielded needle hub assembly. Based on the investigation conclusion, the condition reported by the customer could be confirmed; however, this symptom could not be correlated with a potential cause linked to the bd process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that needle broke off of hub during injection and had to be surgically removed with a bd needle 25x1-1/2 rb. The following information was provided by the initial reporter: material no.: 305127, batch no.: 8144894. It was reported that needle broke off at the base of the hub into a patient when injecting a numbing agent. Additional information provided by initial reporter: health professional called to report that a needle broke off at the base of the hub into a patient when injecting a numbing agent. They had to surgically removing the needle but everything turned out ok and they still have the syringe/hub to send back for analysis.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle broke off of hub during injection and had to be surgically removed with a bd needle 25 x 1-1/2 rb. The following information was provided by the initial reporter: material no.: 305127, batch no.: 8144894. It was reported that needle broke off at the base of the hub into a patient when injecting a numbing agent. Additional information provided by initial reporter: health professional called to report that a needle broke off at the base of the hub into a patient when injecting a numbing agent. They had to surgically removing the needle but everything turned out ok and they still have the syringe/hub to send back for analysis.